Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2017. Not applicable, as to date the lens remains implanted and therefore not explanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A (B)(6) male patient reported that he had bilateral intraocular lens implant in (B)(6) 2017, and issues started almost immediately after the lenses were implanted. Reportedly, the issues are variable focus (sometimes his vision is fine, other times it is blurry), night vision is bad due to halos and he has contrast issues. He is also experiencing some tearing. The tearing can occur when looking at items close-up such as when looking at his dinner plate or far away when reading road signs. The patient reported that according to his doctor, the lenses are well positioned and there were no issues during the implantation. No further information was provided. This report pertains to the left eye (od). A separate MDR will be filed for the right eye (os).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.